Event description:
A call to technical services was made on 9/12/2013 stating that there were atrial tachy responses noted on (B)(6) 2013 which appeared to be false due to far-field oversensing of the ventricular sense event on the ra lead. The patient went to the hospital on (B)(6) 2013 due to breathing problems and communicator data was reviewed to see if episodes were related to breathing problems. The ra lead was implanted on (B)(6) 2002 and is still in active use. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6), ut. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).